Event description:
Consumer reported upon removal a tampon fell apart leaving pieces of pledget inside her vaginal cavity. Two days later she did seek medical attention from her obgyn to remove the remaining pieces. She did not experience any adverse health effects and did not require any follow-up medical attention.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.